Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was 140 mg/dl. During the troubleshooting customer says that we just replaced the pump last time and she didn't have to do all of this troubleshooting. The customer declined troubleshooting and wishes to get loaner pump. The customer was advised that we are sending a loaner pump.